Event description:
It was reported while using bd safetyglide¿ needle 3-ml syringe with 23-g x 1 in the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: after taking needle out of pt's leg, the safety would not engage. It seemed like the needle was fractured/broken at the base.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle 3-ml syringe with 23-g x 1-in the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: after taking needle out of pt's leg, the safety would not engage. It seemed like the needle was fractured/broken at the base.